Manufacturer narrative:
Received actual sample from code (B)(4) from lot # 12hr08009. Performed visual inspection on the set looking for errors or defects, but no errors were found. The set was reviewed according to (B)(4) drawing. Performed a functional test to the actual sample on the liberty cycler machine (set up: number of fills 15, total volume 15500 ml and total time of 4 hrs). No errors or alarms were found, the treatment was completed successfully. Proceed to perform and underwater test to find any kind of leaks, but no leak was found during treatment. The complaint is deemed as unconfirmed; the actual sample didn¿t show any signs of leak during tests.

Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When pt opened the cycler door, fluid began to leak. Pt states no ill effects. One dose of antibiotics administered as a precaution. There is a sample available for evaluation.